Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm epic plus mitral valve was implanted in the patient. On an unknown date, it was noted that the valve got failed and a pacemaker was implanted.

Manufacturer narrative:
An event of thrombus, leaflet incomplete coaptation, structural valve deterioration and patient effects of shortness of breath, stenosis approximately 3 months post-procedure was reported. Information from the field indicated that upon explant, the valve showed clear thrombosis - immobile leaflets. There were no calcifications, perforations/tears, or vegetations seen. Path report consistent with acute and chronic thrombus. The device was not returned to abbott for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of thrombus formation, leaflet incomplete coaptation, structural valve deterioration could not be conclusively determined. The reported surgical intervention was results of case specific circumstances as valve explanted surgically and permanent pacemaker was implanted. The reported hospitalization was required as patient needed second surgery.

Event description:
It was reported that on (B)(6)2025, a 29mm epic plus mitral valve was implanted in the patient. The patient started to have shortness of breath starting (B)(6)2025. The echocardiogram (echo) showed thrombosis with increasing mitral valve gradients. The valve got explanted. The explanted valve showed clear thrombosis, immobile leaflets. There were no calcifications, perforations/tears, or vegetations were seen. The path report consistent with acute and chronic thrombus. The patient had a pacemaker was implanted. The patient was reported stable and discharged.